Event description:
The report received indicated that approx one month post stent implant, a coronary angiography showed a fractured stent with restenosis. The stenting procedure included treatment of a type c lesion in the first obtuse marginal artery. The target vessel presented excessive tortuosity and was extremely angulated. The lesion length was 11 mm with a 3.0 mm reference vessel diameter. During the procedure, the stent was deployed to 18 atmospheres, followed by post dilation. The procedure was completed without report of complications. Approx one month after the stenting procedure, a coronary angiogram revealed the stent was completely fractured. Although, there was no migration of any of the fractured segments, the fracture was associated with restenosis, which was treated with a 3.5 x 8 mm cypher stent. The pt was reported to be in good conditions.

Manufacturer narrative:
Please note that the product is not available for evaluation as it remains implated. Additional info will be submitted within 30 days upon receipt.